Event description:
Surgeon reported a post op x-ray showed a fracture in the femur through the posterior cortex after implantation of a lateral entry nail. Patient will not be revised.

Manufacturer narrative:
Patient will not be revised. Synthes is unable to determine the manufacturing date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.